Manufacturer narrative:
Customer report was not confirmed. Actual cannula that was used on patient was not returned. Customer returned (1) cannula with the same model and lot number. Cannula was not used. Package was opened and cannula was evaluated by manufacture engineers. Per manufacture evaluation this cannula was visually inspected at the tip and no defect was found.

Manufacturer narrative:
The device involved was discarded by the facility. The patient was reported to be fine after the procedure.

Event description:
Chief perfusionist at (B) (6) hospital in (B) (6) reports that in a case a couple of weeks ago (no date or patient data) they used an axa024 and they felt that the rough edges on the cannula caused an abrasion in the intima layer of the axillary artery. They had to abandon the site and the patient was fine. They returned a sterile sample from the same lot as the item used. Actual item has been discarded.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 05/11/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010: "I actually did have the 21 mm valve on the table, but in positioning it within the aorta, we could see that it would not cause apposition to occur between the sewing ring on the valve and the native annulus. As a result, the 19 valve was quickly taken and utilized."